Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 12feb2026 from 12:15:02 to 13:29:08. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The pump maintained a speed within the expected range throughout the log files. No other notable events were observed in the log files reviewed. No product was returned for further analysis. Multiple attempts were made to obtain additional information from the customer regarding the return of product and if exchanging the controller resolved the backup battery faults; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 07jul2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that system controller alarmed with backup battery fault. The backup battery was exchanged. It was further reported that the patient had a repeated backup battery fault alarm. System controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 12feb2026 from 12:15:02 to 13:29:08. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The pump maintained a speed within the expected range throughout the log files. No other notable events were observed in the log files reviewed. No product was returned for further analysis. Provided information indicates the backup battery was exchanged in response to the alarm; however, the alarm retriggered, so the system controller was exchanged. Additional information indicates no further alarms were reported after the controller was exchanged and the controller was disposed of. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 07jul2025 under batch gz174 through material number 600272977. No deviations from manufacturing or qa specifications were shown from the backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that exchanging the system controller resolved the backup battery fault alarm.